Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a kv on in error message. There is no report of patient injury or death.